Event description:
Event description guidant received information that during a follow-up visit, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited a shock impedance measurment greater than 125 ohms. A 31 j shock was delivered, but an error message was reported, which stated an open circuit occurred. An x-ray did not reveal any lead damage. The device was explanted and returned for analysis. A new crt-d was implanted.